Event description:
Reporter indicated that after installation of new software in the site's handheld computer, attempts to program a patient's generator during the implantation procedure were unsuccessful. Reporter indicated that the communication with the patient's generator failed. Communication with another sterile generator could not be completed, therefore, the surgeon believed the communication difficulty was due to the installation of the new software on the handheld computer. The generator was implanted.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.